Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure in 2010 (exact date unknown). There were no complications during this procedure. According to the complainant, the patient experienced complications but the exact nature and date of onset are unknown. The physician reported that all the patient's follow up visits did not reveal any problems or complications and that the patient did not ever present to him with any complications. The physician did not prescribe any medication and did not plan any further medical intervention. The patient has not returned to this physician since her last follow up visit (exact date unknown) and her current condition is unknown. All other information is unknown.